Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in another country.

Event description:
Allegedly implant broke and was revised.